Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the following verbatim: incident details: bd alaris tubing was being primed for use. Leaking of parenteral nutrition (pn) was noted at the top end of the section of tubing that is inserted in the pump channel. Upon closer investigation a small hole is noted just below the blue connector. Who was affected? Patient. Unexpected or prolonged care? No. Frequency of problem: first time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Lot found during investigation. DHR and device evaluation. The customer reported a leak at the top of pump segment, and returned one used sample of material 10010454 and unknown lot. The set was visually examined for defects and abnormalities. The leak and pinhole in the upper fitment of the pump segment was observed and complaint verified. The manufacturing found the root cause to be unknown, with it potentially being two things. The first potential cause is user loading pump segment incorrectly in alaris pump. The second root cause is assembly error at the plant, this was addressed through improvements to the plcs to add safety instructions as well as to upgrade them from gen 1 to gen 2. Device history record review for model 10010454 lot number 23115396 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.